Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Analysis of the device showed high current drain during the implant period. The battery was confirmed to be depleted and the cause of high current was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that the pacemaker was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the pacemaker exhibited premature battery depletion. No intervention was performed. Patient was stable.